Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the ins was depleted and required a physician mode recharge (pmr), the patient was directed to contact their healthcare professional to meet a manufacturer representative for the pmr. The patient stated that this was the third time that their ins had been in an overdischarged state. No patient symptoms, and no additional device complications were reported for this event. [Refer to (B)(4) for details pertaining to the related event dtc broken connector pin.]